Event description:
The account alleged that the pt leaned into the side rail and the side rail dropped and the pt fell out of bed. The account alleged the pt was injured.

Manufacturer narrative:
The technician performed the investigation and the account stated that there was no treated injury. This was the only info the account would release. The technician inspected the bed and states all side rails were latching and functioning as designed. The technician stated he could not duplicate the alleged issue. The technician reported that he spoke with the head nurse and they reported that the pt was not injured. The nursing staff was trying to clean the pt and he was struggling with them when the event happened.